Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed no delivery and needed assistance to properly put in the reservoir. Customer indicated that the pump was stuck in the preparing the prime loop and the rewind sequence. The customer's blood glucose reading was 500 mg/dl at the time of incident. Troubleshooting advised customer and no further assistance was necessary.